Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often needed multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.